Event description:
The user facility reported that the device had metal shavings coming out during cleaning. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device not returned.

Event description:
The user facility reported that the device had metal shavings coming out during cleaning. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.